Manufacturer narrative:
Additional information: h6, h10 the device was not returned for evaluation. Imagery was provided by the complaint site and the following observations were made: radial & longitudinal tear balloon burst (j-hook tear). A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The reported balloon burst was confirmed per imagery provided. As the device was not returned, visual inspection, functional testing or dimensional analysis were unable to be performed; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing non-conformance contributed to the event. As mentioned in the complaint description, ¿valve deployment by inflating the commander's balloon, but at the end of the inflation, the balloon ruptured when it was fully inflated, moderate to severe calcified annulus¿. It is possible that balloon burst was due to the calcification present in the annulus. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Available information suggests patient factors (calcification) could have contributed the balloon burst event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. As such, an engineering evaluation is not required.   Since no edwards defect was identified in the evaluation, no corrective or preventative action is required. Control limits are managed and assessed.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards affiliate in brazil, regarding a 26mm sapien 3 valve in aortic position by right transfemoral approach. The team opted to inflate the balloon with 1.5 ml less than the nominal volume, as it was a ring with moderate to severe calcification. The operator started the valve deployment by inflating the commander's balloon, but at the end of the inflation, the balloon ruptured when it was fully inflated. The valve was well positioned, but it could still expand a little more and there was a mild to moderate pvl. A 25 mm crystal balloon was used to expand the implanted sapien 3 valve. The final positioning was satisfactory, and the leak decreased. The commander delivery system was removed through the esheath  without resistance. The patient was reported as ¿ great¿, recovering at home. As per medical opinion, the perceived root cause of the event was a moderate to severe calcified annulus.